Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms. It was noted that impedances have increased over the last year. Technical services (ts) informed there was no observations of noise. The patient is scheduled for a routine device change out and ts informed they can continue to use the lead and program the upper rate limit higher. At this time, the device was explanted and the lv lead remains in service. No adverse patient effects were reported.